Manufacturer narrative:
Product evaluation: the device and broken haptic were returned separately in the product carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The broken haptic was loose in a bag. Solution was observed on the haptic. A qualified viscoelastic was indicated. There are two other complaints in the reported lot. The root cause could not be determined for the broken haptic. The broken haptic was returned outside of the device. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The dfu (directions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the device was returned for analysis; the lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during an intraocular lens (iol) implant procedure, the trailing haptic of the iol got stuck between the plunger and the tip of the injector, and the haptic was torn. The lens was left implanted. The physician indicated that the implant is stable, and the patient is happy with the result and does not want another surgery; therefore, the physician decided not to exchange the lens.